Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and severely tortuous obtuse margin (om) branch. The maverick2 15mm x 1.5mm ruptured at 12 atms. The number of inflations and to what atms the balloon reached is unknown. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good."